Event description:
Meter name: one touch surestep enhanced. Strip name: lifescan surestep teststrips. Meter code: 4. Strip code: 4. Strip storage: unknown. Symptoms: "not sure". A pt reported they fainted and were taken to the hosp. Their meter allegedly was inaccurately high. The result on their meter was 60 mg/dl. The result on the hosp meter was 30 mg/dl. The time difference between pt's meter and hosp meter was (hours, minutes unknown, no comparison). Treatment was unknown. No further info has been reported.